Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the video connector was chipped and the connecting pins were damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the camera of the hd 3cmos autoclavable camera head was broken on the flat connection part. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.   Inspection and testing of the returned device found there was no video and color bars showed on the monitor due to a broken connector and faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty cable and damaged connector were confirmed. Therefore, it is likely that the reported phenomenon ¿image is not displayed, color bar is displayed¿ occurred because the video function did not work properly due to a faulty cable and damaged connector. Olympus will continue to monitor field performance for this device.